Event description:
The pintler patient warming system: pad - positioned on the operating room table, was noted by staff present to be inconsistently warming. One edge of the pad felt very warm- the rest of the pad did not feel warm to the touch. The pintler patient warming control unit did not register any alarms. There was no patient involvment. The system was removed from service, testing was conducted by facility clinical engineering. The clinical engineering staff measured the surface temperature of the edge of the pad- where the pad had felt hot. They reported this one lateral edge was registering a surface temp of 100c . No irregular temperature was registered anywhere else on the pad. Pintler medical representative arrived on site 4/2/2018 to work with the assembled facility team to investigate the report. For comparison, a second pintler warming system, was tested to confirm operation was within device specifications. It was confirmed that all operations were normal. The pad was opened to review the warming system assembly/function with facility engineering representatives. All temp sensors, wire harnesses, were in place and the pad functioned to warming specification. The foam was in good shape, with no indication of foam darkening or damage. Next the system (pad) identified as malfunctioning was investigated. The warming system was connected. The lateral edge of the pad, previously detected as hot, registered overtemp +80c, the rest of the pad remained cool to the touch. The system was disconnected and the pad cut open to examine . It was quickly apparent that there was heat damage to the foam along the lateral edge of the pad- beneath the bus bar. The foam was damaged and discolored. The rest of the foam pad showed no discoloration or damage. Initial investigation of the heating element assembly of the pad it was immediately noted that only 1 wire (black) was crimped to the element bus bar the 2nd wire (red) was not crimped to the opposite element bus bar. The red wire crimp was connected to the wire, but was laying loose, sandwiched between the foam. It appeared to have not been connected to the element bus. The black wire was securely crimped to the element bus bar. The heating element has 2 bus bars that run vertically along the edge of the pad. The damage and heat discoloration was only beneath the 1 bus bar area.